Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37791, lot#: unknown, product type: recharger.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was having difficulty charging the ins. The ins was not fully charging after over an hour trying to charge it. The patient noted that it shouldn¿t take that long to charge. It was noted that the patient doesn¿t use the holster, but always puts antenna on the skin. The patient was getting zero coupling bars at the time of this report. After doing an antenna locate, the patient was able to get two coupling bars. The patient was worried because ins was at 50% at the time of this report. A replacement antenna was sent. No further complications were reported.

Event description:
Additional information was received from the patient. The patient stated that the replacement antenna did not resolve the issue. The patient is not able to get coupling. The patient also stated they were able to get some charging because they could get 2 coupling bars. The patient stated they are around 50% charge. The patient reported that their ins recharger has been showing cords for the last couple weeks, and the connector pin on their desktop charger is bent. They requested a new recharger and desktop charger be sent to them in order to resolve the issue. A new recharger and desktop charger were sent to the patient.